Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on: (B)(6) 2011, the patient presented with pre-op diagnosis of c6-c7 pseudoarthrosis with recurrent foraminal stenosis. C7-t1 foraminal stenosis. Severe radicular pain. The patient underwent following procedure: c7 ¿ t1 anterior cervical diskectomy and fusion with foraminotomies. Redo anterior cervical diskectomy and fusion c6-c7 with foraminotomies and use of bone morphogenic protein, translational instrumentation, c5-c7, structural fibular allograft times 2, exploration of fusion. Per op notes, ¿.. A roughly 5 mm fibular allograft was cut carefully, shaped and packed into place with bone morphogenic protein in its center and deep to it. At c7-t1, the anterior annulus was excised sharply. Bone morphogenic protein and cut fibular allograft was also placed.¿